Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic distal pancreatectomy and splenectomy (hand assisted)- "dr (B)(6) had a gelport that tore his glove while in use. When he removed the port to reposition it, it was discovered that the internal ring completely detached as well. The team was able to account for the two separate pieces of the port." Patient status unknown.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. This is consistent with the initial intake of the complaint which detailed that the product would not be returned. Engineering requested additional information about the instruments that were used during the procedure, but no additional information was provided. The most likely root cause of the alexis sheath tear is instrument damage. In prior testing, engineering was not able to produce a tear in the sheath without the presence of instruments. During the manufacturing process, all alexis sheaths are 100% visually inspected for damage. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.